Event description:
The surgeon, reported via the sales rep, that the reamer assembly slipped down the shaft after having being locked. The sales rep reported that the surgery was completed successfully with the reported device, although this resulted in a delay to surgery time. It is currently unknown how long this delay was and the sales rep will investigate to confirm. The sales rep also added that the reported issue continues to occur even after sterilization.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.